Event description:
It is reported that the pt underwent an add'l procedure to correct patellofemoral subluxation due to tendon disruption. During this procedure, ossification was noted near the lateral femoral condyle.

Manufacturer narrative:
Eval summary: review of surgical reports provided indicates implant surgical technique was followed. No x-rays were receive, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.